Event description:
A customer contacted beckman coulter inc. (Bci) stating that the customer noticed a spray pattern build up on the back wall of the unicel dxc 600 synchron chemistry analyzer, while performing weekly maintenance, and was concerned that there was a leak. No customer exposure was noted.

Manufacturer narrative:
This issue is currently under investigation. No service has been dispatched at this time.